Event description:
It was reported that device fracture occurred. A 15.00mmx3.00cm wolverine coronary cutting balloon was selected for use. During preparation, this device was observed fractured when attempting to pass it through the angioplasty guide. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 01/01/2023 as the event date was not reported. Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified that the balloon was folded. No damage was observed along the entire balloon. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the distal extrusion identified no damage. The guidewire lumen was examined microscopically, and no damage was present. The markerbands were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device identified no damage. No issues were identified during the product analysis.

Event description:
It was reported that device fracture occurred. A 15.00mmx3.00cm wolverine coronary cutting balloon was selected for use. During preparation, this device was observed fractured when attempting to pass it through the angioplasty guide. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used 01/01/2023, as the event date was not reported.